Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One physical sample and one photograph were submitted for investigation. Through visual evaluation of both the physical sample and the photograph, a vertical crack was observed at the valve thread of the product. The sample was then leak tested with leakage being observed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Although a crack/leakage was observed, the reported defect was unable to be confirmed as being a manufacturing defect. While an exact root cause of the reported defect was unable to be determined, incidences of this nature may originate from excessive force being placed on the valve during clinical use. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
According to the complaint description: during the infusion of doxorubicin, the joint cracked and leaked liquid.